Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 16mm x 8mm. During the procedure, it was reported that the first pipeline failed to open proximally and was removed from the patient. Upon removal from the patient, it was noted that the marksman catheter seemed fatigued and had stretched. Another pipeline was deployed; however, it required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00536.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).